Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited an alert for high impedance measurements. A follow up in the clinic confirmed that noise occurred during body movement in the primary and alternate vectors. Reprogramming was performed at that time. Approximately a week later, the patient underwent a procedure in which this system was explanted. It was noted that there was an electrode conductor fracture. The physician noted that the electrode may have been damaged by contact between the pocket and this s-ICD. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited an alert for high impedance measurements. A follow up in the clinic confirmed that noise occurred during body movement in the primary and alternate vectors. Reprogramming was performed at that time. Approximately a week later, the patient underwent a procedure in which this system was explanted. It was noted that there was an electrode conductor fracture. The physician noted that the electrode may have been damaged by contact between the pocket and this s-ICD. No additional adverse patient effects were reported.